Event description:
It was reported that the physician suspected atrial lead dislodgement. The lead was not capturing at maximum output and there were several t-waves marked as sensed atrial beats. The physician ordered x-rays and programmed the patient's pacemaker to ventricular pacing/sensing only. No adverse patient effects were reported.